Event description:
The customer reported to olympus that there was no image/auto blackout on the high flow insufflation unit. The issue occurred during preparation for use, and the diagnostic procedure was completed with a similar device. There were no reports of patient harm associated with this event.

Manufacturer narrative:
E1: (B)(6) hospital. The evaluation of the device by olympus determined that the occasional power outages on the front panel was due to motherboard failure, causing an alarm. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, it is likely that "front panel turns off and alarm goes off¿ occurred due to faulty main board. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.